Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event: (cc# 97-01381) after iabp for twenty four hours, the iab leaked. The iab was removed and a second was inserted. On 1/7/98, the following was reported to datascope: after 12 hours of iabp blood was observed in the helium line. The iab was removed on 11/13/97. As of 12/1/97, the patient was still an inpatient of the hospital and was doing well. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 11/13/97; none - reported 1/7/98. [Patient's current status]: doing well 1/7/98.